Manufacturer narrative:
Concomitant medical products: 5086mri52 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their implantable pulse generator (ipg) system was removed due to infection. The ipg system was replaced. No further patient complications have been reported as a result of this event.